Event description:
The device was to be re-worked in a foreign country, per recall z-0150-2009. The device was returned to physio-control, as "unrepairable". No other info was provided at that time. There were no reports of pt use associated with the reported problem. When evaluated by physio-control's failure analysis center, the device was found to have logged an error code on multiple dates during the monthly 3 am self test, beginning in 2008. The defibrillator output was measured as 164 joules at the 200 joule setting.

Manufacturer narrative:
Physio-control evaluated the device. The reported failure was verified. The root cause of the reported problem was determined to be due to incorrectly soldered pins 6, 7 and 9 on transformer t2 on the analog pcb assembly. The customer received a replacement device.